Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bacterial infection. Cultures were taken and micro coccus bacterium was confirmed and antibiotics were administered. Vegetation on the right ventricular (rv) lead was confirmed. The implantable pulse generator (ipg) system including tyrx envelope were explanted. No further patient complications have been reported as a result of this event.